Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Serial/ lot/ UDI# not applicable. Investigation details as below: test equipment ID used to conduct investigation: power conditioner p/n 9305053r- investigation results: the insulation was compromised in the cord near the connector as it is clamshell plug. This is an off-the-shelf connector. The insulation could have failed with misuse as it doesn't extra strain-relief protection and potential improper tightening of the internal screws for the clamshell. Root cause/probable root cause: the clamshell plug which came with the power conditioner(ups) does not have any strain relief (no wear & tear protection) is the cause for this issue. Failed with misusage. Recommended actions: capa005666 and eco# (B)(4) is in place to change the clamshell plug to molded plug. Investigator completion date: 18-jul-2024.

Event description:
Part iso-na isolation transformer - 110v - eeg technician shocked when handling the power cord attached to the ups; sparks when power cord plugged into power outlet. Medical intervention was not required.

Manufacturer narrative:
Initial report ref natus complaint#(b)(4( UDI# not applicable. The affected part was taken out of service. Pictures were provided of the device and how the device was set up. A request was submitted for the customer to return the affected part for evaluation. A replacement was sent to the customer. Further investigation to be carried out.

Event description:
Part ups-na-ej, medical grade ups with isolation - 110v ergojust cart - eeg technician shocked when handling the power cord attached to the ups; sparks when power cord plugged into power outlet. Medical intervention was not required.